Event description:
During a retrospective complaint review, devilbiss healthcare identified a thermal related complaint involving a devilbiss model 525ds oxygen concentrator. The complaint was reported as "unit was alarming." The complaint was received in september 2018. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The root cause investigation revealed thermal deformation to the rear cabinet and compressor housing caused by a bent fan guard that prevented the cooling fam from spinning properly. Devilbiss has an active CAPA for fan related issues. The report was previously incorrectly reported on MDR 2518572-2022-00045. The correct MDR report number is MDR 2515872-2022-00045.